Manufacturer narrative:
The reported event of the ins being inoperable was confirmed. As received, the cp was unable to connect to the ins due to a depleted battery. When the ins was cut open and powered on using a power supply, an error code was displayed on the cp indicating the battery had been depleted and stimulation had been permanently turned off. The battery voltage measured below eos. The longevity calculation showed that device was normal eol/eos.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg has become inoperable. In turn, surgical intervention may be planned to address the issue.